Event description:
Mindray telemetry cannot detect pacemaker spikes reliably. Monday¿s solution is to disable pacemaker detection in their software. This puts patients at risk occurring at all facilities that use mindray. FDA safety report ID # (B)(4).